Event description:
Two incidents of failed mechanism were reported by the user facility. One resulted in a needle stick. The facility reported the following: "when needle was removed from stylet safety mechanism failed to engage resulting in a needlestick incident."